Event description:
During a normal f/u interrogation, no pt f/u data was available (memory data).

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programer files were reviewed. (B)(4) conclusion: as the file from the previous interrogation weren't retrieved, no conclusion regarding the reason why aida was not activated could be drawn.